Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an endometriosis procedure requiring a rectosigmoidectomy, the stapler with blue load was used in the rectus below, the stapler blocked (when it being fired) and the device did not open. It was performed several maneuvers and attempts, but the stapler locked and it did not open. It was necessary to use a new stapler of a different product code and a gold load and staple to remove the part along with the ets stapler. In the intraoperative period, the patient had no injury due to device blocking.